Event description:
The ventilator display showed that the oxygen sensor needed to be calibrated. The oxygen sensor calibration test was done several times. Each time the oxygen calibration was done, the ventilator would repeat the same message. The oxygen sensor was eventually changed and the oxygen sensor calibration test was repeated several times. Each time after only a few seconds, the ventilator would say that an oxygen calibration test was needed.